Manufacturer narrative:
This report will be amended when our investigation is complete returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during cleaning at the hospital.

Manufacturer narrative:
Visual inspection of the device confirmed that it was fractured with a portion fractured off. According to follow up, item fractured while cleaning and the small piece that fractured off was not retrieved. This device is used for treatment. A notification was sent to the field on (B)(6), 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be the previously addressed design issue.